Event description:
It was reported that the patient presented to the electrophysiology(ep) lab for a scheduled procedure. Prior to the procedure, the right atrial(ra) lead exhibited noise leading to oversensing and inappropriate automatic mode switch(ams). Fluoroscopy showed that the ra lead had no slack. The lead was explanted and replaced on (B)(6) 2022. The patient condition was stable.